Manufacturer narrative:
Testing of actual/suspected device: (10) a getinge field service engineer (fse) evaluated the iabp and cleaned the fans of the power supply unit and the compressor. The fse performed all functional and safety tests were passed to meet factory specifications. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Device not accessible for testing. A supplemental report will be submitted if additional information is made available. Full event site name: (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) displayed alarm 7. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.